Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2, 3.9, lab: 2.7. Date: (B)(6) 2012, 4.3, 3.5. Therapeutic range: around 3.0. Coumadin was decreased based on inratio results. Pt self tester was hospitalized for stroke (B)(6) weeks ago, after coumadin was decreased based on inratio result. Pt was milking finger after finger stick.

Manufacturer narrative:
Investigation pending.